Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant, a chest x-ray confirmed that the right atrial (ra) lead dislodged due to a small amount of slack. It was also noted that diminished sensing was observed on the right atrial (ra) lead. The ra lead was repositioned the following day and remains in use. No patient complications have been reported as a result of this event.